Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a total hip done in 1983 that was revised on both sides to a srom stem and duraloc cup in 1999. Surgeon performed the revision hip in 1999. Today, the patient presented with a worn liner with osteolysis around the proximal stem and cup. Both components were well fixed so the surgeon changed the liner to a 36 plus 4 10 degree liner and a 36 plus 12 head. He bone grafted around the proximal stem and cup. Doi: 1999. Dor: (B)(6) 2020. Right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d11 product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.